Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with vaginal hysterectomy due to sui, uterovaginal prolapse, and urinary urgency. Following insertion, the patient experienced chronic utis, difficulty walking, sitting, or standing for more than 15-20 minutes, difficulty climbing stairs, lower back pain, groin pain, pelvic pain, leg pain, buttock and rectal pain, dyspareunia, enterocele, mesh erosion, pelvic abscess, urinary frequency/urgency, granuloma, and impaired balance. On (B)(6) 2013, the patient underwent mesh removal due to recurrent utis, pain, and erosion. The patient was also in the hospital from (B)(6) 2013 to (B)(6) 2013 for a pelvic abscess. (B)(4).